Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2012, to debride tissue around the implant site and remove the abutment. The implanted device remains.